Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 319, 43 and 137 mg/dl. When customer got the result of 43 mg/dl, wife stated that the customer felt fine and that he was not having any symptoms. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 373 mg/dl and 351 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom drawer. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. Customer has not had any changes in diet or exercise routine. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with the 319, 43, 137, 179, and 137 readings from the meter. Questioned the 43 mg/dl and customers wife said that the customer felt fine and that he was not having any symptoms when he got this result.